Event description:
It was reported that foley catheter was difficult to deflate during pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter was difficult to deflate during pretest. Per notification from investigator on 20apr2022, leaking was observed from underneath the foley catheter cap was found during sample evaluation.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was not used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temp sensing silicone foley. A potential root cause for this failure mode could be ¿irregularity in rtv application. Balloon not centered on inflation notch¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.